Manufacturer narrative:
Instrument was returned and evaluated. The customer reported complaint of tip misaligned was confirmed. One grip was bent, causing side to side misalignment of grips. There was a .104 offset at the tips. Bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse additional observation not reported by site was the instrument pitch cable frayed at the distal idler. No damage found on clevis. Additionally on the surface of the distal pulley had scratch marks/abrasions. The main tube had scratch marks/abrasions on the distal end of the main tube with light material removal and rough surface finish. Scratches are short in length and not axially aligned with the tube. The scratch marks on the pulley were due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. If the findings of main tube scratch marks with light material removal, and the frayed pitch cable found during the investigation were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy procedure the tip of instrument became misaligned. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.